Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced unexplained high blood glucose and he got in the hospital for hip surgery. The blood glucose reading was 28.4mmol/l. It was stated that the last several boluses were not showing in the insulin pump. Advised to program a bolus and it appeared in the bolus history. Reviewed the alarm history and found a low reservoir and low battery alarms. It was found champagne bubbles and a bent in the tubing. A follow call was made and the customer reported having severe low blood glucose. It was stated that the doctor took him off the insulin pump and had him to revert to his back up plan. No further information was provided.